Event description:
An aneurx abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 3 years ago. There are no films available for the initial case. Vessel morphology at the time of implant was not reported. At a recent follow-up, the CT revealed iliac artery dilation due to disease progression resulting in a type iii endoleak, between the bifurcated stent graft and the iliac limb. The physician elected to reline the limb with another aneurx limb, and the endoleak and migration were resolved. No add'l clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
Evaluation: results: endoleak, migration; iliac artery dilation due to disease progression. Evaluation: conclusions: iliac artery dilation due to disease progression. Intervention performed.